Event description:
The customer indicated that a sample previously reported as group o rh positive reacted as rh negative on the ortho provue analyzer. Visual inspection of the processed gel card confirmed the reactions were negative in the anti-d microtube of the gel card. The sample reacted positive (4+) at immediate spin in tube method using competitor's anti-d antisera. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match the pt's historical data.

Manufacturer narrative:
Samples or log files were not submitted to ocd for add'l investigation. Therefore, the customer's complaint could not be verified. Service was not ordered on the provue since the customer had indicated that daily qc was acceptable and no other discrepancies were noted with other pts. Incident was isolated to the sample. Differences observed between test methods are not unexpected, since these test methods may exhibit different patterns of reactivity and sensitivity depending on the specific antibody. This customer has not logged any similar complaints against this analyzer since the incident.